Manufacturer narrative:
Medwatch report# mw5103120. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2021-04831 for the associated device information. It was reported to boston scientific corporation on august 26, 2021 that a 10x60 wallflex biliary fully covered stent was to be implanted to treat an approximately 5cm stricture in the middle and distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy and stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was dilated prior to stent placement procedure. During the procedure, a 10x60 wallflex biliary fully covered stent (the subject of MFR. Report # 3005099803-2021-04831) was fully deployed; however, when the delivery system was removed, the stent adhered to the delivery system and moved out its correct location. Consequently, the stent was removed and a 10x80 wallflex biliary stent (the subject of this report) was attempted to be implanted. Again, after the stent was fully deployed, when the delivery system was removed, the stent adhered to the delivery system and moved out its correct location. The stent was also removed and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.